Event description:
During a routine f/u, all attempts to communicate with the device were unsuccessful. Proper orientation of the device had been confirmed. Attempts to re-establish communication through block mode programming were unsuccessful. The device was explanted.

Manufacturer narrative:
H.3 evaluation summary the loss of communication was due to low battery voltage. The battery had been depleted by a high current drain in the subassembly. The high current drain was most likely a result of damage that was incurred when a high voltage capacitor arced from the anode pin to its case. It is believed that a leakage of electrolyte from the capacitor created a low impedance path from the anode to the case of the capacitor thereby causing the capacitor to arc when the device charged.